Event description:
Treatment of a direct (cc) cavernous carotid fistula. During the procedure, it was reported that the echelon catheter was embedded in the cc fistula which had both coils and onyx within it; therefore, it was difficult to determine the amount of reflux. Upon completion of the onyx injection, the catheter separated approximately 50 cm from the catheter hub as it was being retrieved from the patient with some tension. The broken catheter segment remains in the patient extending from the fistula down to the lower aorta. No other injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00549.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the distal broken segment remains in the patient and the proximal segment was lost. (B)(4).